Manufacturer narrative:
H.10: no further complaints have been received so far on this unit/issue thus it can be reasonably assumed that the problem did not recur. Based on the available information, it cannot be excluded that a temporary connection issue occurred between the or a false contact may have affected electronics on the processor board leading to the eprom error and that the issue could be definitively solved by inspection/re-seating of connections during service activity.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not reach 19 c set on the patient side during a procedure. Reportedly, during the case "douglas" was usedand that the device cooled correctly for about 30 minutes until both the patient and cardioplegia circuits stopped pumping and an error code associated to a defective eprom was displayed. It was reported that the unit was always 3 degrees higher than set temperature but then it would look like it was heading in the right direction, then started warming back up.there was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. All circuit boards and connectors were inspected. The device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.